Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Customer initially reports that during a right carotid endarterectomy, the weitlaner retractor was passed back to the surgical tech, she notified the surgeon that a piece was missing. Surgeon found broken piece and removed it from the pt, no x-ray was taken and there was no harm to pt.